Event description:
Allegedly screw stripped delaying surgery 30mins.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. A medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is complete.